Event description:
Reportedly, after implant of a 21mm porcine valve, a leak was detected in the leaflet. Per the customer: after implant of a porcine valve to the patient on (B)(6) 2011, surgeon found the valve leakage. After checking, found there is 1 crack in one leaflet. Cracks throughout the valve leaflets, annulus vertical cracks. [Surgeon] immediately notify the dealer, replaced a new valve and implanted to patient. The cracked one was taken.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up with the surgeon, patient is safe. There may be difficulty in returning the device as their government does not allow transport of medical devices in solution. Working on transport. No reports will be provided and no patient information has been disclosed to the dealer. Pictures of the jar and valve were provided, but are inconclusive. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.